Event description:
There was no pt involved in this event. This device malfunctioned because the green status indicator remained constantly lit and not flashing as expected. A device in this fault mode, it left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2012. During this time of installation there is to show the device was stored outside the recommended storage conditions (0 degrees celsius to 50 degrees celsius / 32 f to 122 f). The investigation confirmed that there was a fault with the device membrane, which caused the status indicator to be constantly illuminated and not flashing as expected. This in turn caused a higher than normal current drain on the device, which resulted in early depletion of the pad-paks (batteries and electrodes). There was also evidence that the device was switching itself on automatically, which would also contribute to the early depletion of the pad-pak. Pad-pak (lot a1377) returned with the device was tested and it was confirmed that this pad-pak was depleted, although it had not been fully depleted. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.